Event description:
Patient representative reported right side "swelling", "anxiety disorder; fatigue; intense back and neck pain; lack of concentration; and fear" and a biopsy resulting in "diagnosis of bia-alcl". Pathological markers confirming alcl have not been received. Treatment reported as "two courses of antibiotics" to treat the swelling, a "capsulectomy performed", and "6 cycles of chemotherapy followed by radiation treatment". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: biopsy resulting in "diagnosis of bia-alcl".

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2013. Implanting physician: dr. (B)(6) address: (B)(6) . Phone: (B)(6) . Fax: (B)(6) . Implanting institution: (B)(6) . Explanting physician: dr. (B)(6) . Address: (B)(6) . Phone: (B)(6) . Explanting institution: (B)(6) . Treating physician: (B)(6) . Treating institution: (B)(6) . Treating physicians: dr (B)(6) ., dr. (B)(6) ., and dr. (B)(6) . Treating institution: (B)(6) .

Event description:
Patient representative reported right side "swelling", "anxiety disorder; and fear of cancer recurrence and death" and "an ultrasound-guided needle aspiration biopsy resulting in diagnosis of bia-alcl". Pathological markers confirming alcl have not been received. Also reported " fatigue; intense back and neck pain; lack of concentration" which is not related to the device. The device was explanted. Treatment reported as device removal, "two courses of antibiotics" to treat the swelling, a "capsulectomy performed", and "6 cycles of chemotherapy followed by radiation treatment".